Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the end of the charger that goes into the pump to charge it is broken and was no longer able to be used to charge the pump. The customer's blood glucose level was 130 mg/dl. A replacement cable was sent to the customer to resolve the issue.